Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer was hospitalized due to foot infection and possible surgery and customer dropped the pump and customer had hyperglycemia. The blood glucose value was 30+ mmol/l. Troubleshooting was performed; customer was using the pump within 48 hours of the event. Autoguard feature was not active at the time of event, insulin pump was not working after dropped. However, the product will not be returned for analysis.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump powered up properly after battery installation. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 20-oct-2022, there is no unexpected alarms/suspends and found bolus delivery of dailytotalofbolusinsulindelivered = 38.8 u. 08/20/2022 08:41:12.000 normalbolusdelivered normalbolusamountprogrammed = 8.4 bolusamountdelivered = 8.4 08/20/2022 10:29:12.000 normalbolusdelivered normalbolusamountprogrammed = 5.575 bolusamountdelivered = 5.575 08/20/2022 12:15:02.000 normalbolusdelivered normalbolusamountprogrammed = 2.275 bolusamountdelivered = 2.275 08/20/2022 14:00:00.000 normalbolusdelivered normalbolusamountprogrammed = 7.85 bolusamountdelivered = 7.85 08/20/2022 17:33:44.000 normalbolusdelivered normalbolusamountprogrammed = 6.1 bolusamountdelivered = 6.1 08/20/2022 18:52:07.000 normalbolusdelivered normalbolusamountprogrammed = 4.85 bolusamountdelivered = 4.85 08/20/2022 20:59:40.000 normalbolusdelivered normalbolusamountprogrammed = 2.1 bolusamountdelivered = 2.1 08/20/2022 21:45:31.000 normalbolusdelivered normalbolusamountprogrammed = 1.65 bolusamountdelivered = 1.65. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the ss event date of 16-oct-2022. No power error 25, low battery alert, power loss alarm and replace battery now alarm recorded in the formatted history file for the event date 06-oct-2022 (per customer's note). However, low battery alert was recorded and found in the formatted history file on: 10/01/2022 03:00:00.000, 10/03/2022 12:53:00.000, 10/05/2022 23:45:00.000 10/08/2022 09:08:00.000, 10/10/2022 17:29:00.000, 10/13/2022 02:04:00.000 10/15/2022 10:36:00.000 insert battery alarm was recorded and found in the formatted history file on: 10/01/2022 04:00:48.000, 10/03/2022 15:49:12.000, 10/06/2022 02:35:01.000 10/08/2022 10:13:22.000, 10/10/2022 18:24:08.000, 10/13/2022 02:28:53.000 10/15/2022 11:39:36.000, 10/16/2022 20:09:08.000 replace battery alert was recorded and found in the formatted history file on: 10/03/2022 15:30:00.000, 10/03/2022 15:40:00.000 10/06/2022 02:30:00.000 pump error 23 alarm was recorded and found in the formatted history file on: 10/20/2022 03:21:03.000 10/20/2022 23:37:04.000. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcba1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, suspected on the pcba 2. Force sensor zero offset within specification (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Blank display was not confirmed. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Pump error 23 alarm was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on the pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.